Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were reproduced during evaluation. The ultrasonic sensor readings were out of specification when tested with a fluid filled tube. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement.